Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02/03/2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 09/18/2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving dilaudid (12 mg/day at an unknown concentration) via an implanted infusion pump. The indications for use included nonmalignant pain and failed back surgery syndrome. It was reported that the patient was having problems with their pump. They were not getting any medicine and the catheter may have been clogged. The event date was unknown. The patient had surgery to have a new catheter put in. No patient symptoms were reported and no further complications were reported or anticipated.